Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that upon return from the operating room for pump exchange, a routine assessment while the patient was still sedated revealed a concern for the patient's pupils; a stroke code was prompted. At this time, head computed tomography (CT) scan findings were consistent with a cerebral infarct. Upon further examination, the internal carotid artery was noted to be acutely occluded. There were also chronic distal findings. The patient was taken to interventional radiology for a thrombectomy on (B)(6) 2023. The patient had no movement of the right upper extremity and goals of care discussion remained ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient passed away on (B)(6) 2023 due to a stroke. After the patient's stroke post-operatively, the family decided to transition the patient to comfort care. The ventricular assist device (vad) was turned off and the patient passed. The pump was functioning as intended.